Event description:
It was reported that the 2600 sys locked up with an error code during a case. The 2600 sys had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The sys was tested and found to be working as intended and put back into svc.